Event description:
The device was used during a sigmoid resection. Reportedly, a component disengaged into the patient's cavity and the surgeon was able to retrieve the component without patient injury.